Event description:
The lay user/patient contacted lifescan alleging that her husband's one touch basic meter had missing segments on the display. The patient noticed that his meter had missing segments. He continuted to try and use the meter for 2 more weeks, but still could not get the meter to work properly. At that point, the patient stopped using the meter. The patient did not have a backup meter to use. The reporter indicated that for the past month the patient has had symptoms of "headaches" and "bad tempers" whenever his blood glucose was over "400 mg/dl". A reading of "4-9 mg/dl" was reported. Around a month ago the patient was taken to the hospital by his son, due to having symptoms. It is not known if the patient treated himself in any way prior to going to the hospital or when the symptoms started. His blood glucose registered "500 mg/dl " on an unknown medical device. The patient administered an unknown type and dose of insulin to lower his blood glucose. He was discharged few hours later on the same day. The reporter could not provider any other information regarding the incident. The patient has been taking the following insulin regimen: "novolin n" insulin, 30 units in the morning and 15 units in the afternoon; and "novolin r" insulin , 10 units in the morning and 5 units in the aternoon. The meter was replaced. This complaint is being reported, due to the unresolved missing segments issue. The patient was unable to test himself using the meter and developed symptoms, which required him to seek medical attention.